Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes and patient medical history has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ecima liner and modular head after approximately 1 month and 3 weeks due to infection.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes and patient medical history has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ecima liner and modular head after approximately 1 month and 3 weeks due to infection.

Manufacturer narrative:
Per -4496 final report. Additional information, including post primary and pre revision x-rays, operative notes and patient medical history was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. All finished parts associated with these records were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. Based on the above, no further investigation can be conducted, and the root cause of the reported infection could not be identified, however, infection is a known complication with any invasive surgery. Therefore, this case is now considered closed, however, should any additional information be provided which requires further investigation then this case may be re-opened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitiute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and modular head after approximately 1 month and 3 weeks due to infection.